Manufacturer narrative:
Method: medical review. Results: per medical review - there are individual variances of eye ball and pupil size. The decentration of icl lens and /or the optic diameter of icl lens that is too small relative to pupil size contributed to the event. Conclusions: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted an micl implantable collamer lens in his right eye (od) in (B)(6) 2013. The patient reported he has been experiencing symptoms of halos, predominantly in the left optic. The patient reported the halos are prominent at night when he is driving. During the day he occasionally has double vision. After consulting with his surgeon, he was informed that he has the option of removing the lens but has not decided. The patient is also scheduled for prk surgery. The icl remains implanted.

Manufacturer narrative:
(B)(4) - halo; (double vision). Device evaluated by manufacturer? No. Lens implanted. (B)(4).